Manufacturer narrative:
Results of investigation: service technician was not able to duplicate customer's reported problem "tidal volumes not increasing." Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 113 hour extended tests at customer's settings. Vent passed tidal volume section of final test. Vent failed troubleshooting final test for non-conformance with measured o2 percentages at pressure and o2 tests.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the tidal volumes were not increasing. There was no report of any patient involvement associated with this reported event.